Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had exposed thread on the attachment. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.